Manufacturer narrative:
Pump had unresponsive blank screen due to moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly and motor during visual inspection. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked case on the back at the battery tube area and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack at the battery cap. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.